Event description:
"Patient ordered for amiodarone infusion (360 mg/200 ml). A new bag was started by 2 nurses on pump control unit at a rate of 0.5 mg/min. Per the alaris event log, the pump programmed correctly with amiodarone 360 mg/200 ml, concentration 1.8 mg/ml, rate of 16.6667 ml/hour, and volume to be infused (vtbi) of 190 ml. A few hours later, the pump alarmed air in line. Volume infused per pump at 27.555 ml's out of 190 ml vtbi. However, the nurse noted at this point that the entire bag had been infused. The pump was sequestered for investigation by biomed. The provider and pharmacist were notified. The patient was monitored every 15 minutes with no change in hr and suffered no untoward effects. Actions: the pump has been sent to carefusion for further inspection."